Manufacturer narrative:
Internal components were evaluated which revealed that the handswitch was displaced from its position. Preventative maintenance was performed and the device was returned back to the customer.

Event description:
Customer stated that the product was leaking air during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.